Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that the patient is also alleging upper respiratory problems and cardiac problems. This new allegation has made this report and adverse event. The patient also provided an email address. Patient also alleged the device has an odor. Please see sections b1, b2, e1, e3, h1 and h6 for this updated information. The original report was also filed as an initial/final, however the manufacturer's investigation is now ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that the patient is also alleging nose and throat irritation and difficulty breathing while using the device. Please see section h6 for this updated information.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a bipap device's sound abatement foam. Additional information was received on (B)(6) 2022 that the patient is also alleging wheezing and feeling lightheaded while using the machine. Patient also alleged visualization of particles in the machine. Please see section h6 for this updated information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging visualization of particles,wheezing and feeling lightheaded while using the machine,upper respiratory problems and cardiac problems,the device has an odor,nose and throat irritation and difficulty breathing while using the device related to a bipap device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 02, 2023, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nodules on her right lung related to a CPAP device's sound abatement foam. Additional information was received about the alleged irritation nose irritation skin irritation respiratory tract irritation dizziness and/or headache nausea / vomiting. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging visualization of particles,wheezing and feeling lightheaded while using the machine, upper respiratory problems and cardiac problems, the device has an odor, nose and throat irritation and difficulty breathing, irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting while using the device related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR) section h1 was changed from serious injury.to malfunction. Section h6 health effects - impact code was corrected.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.